Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician noted that the coronary sinus was dissected. The physician suspected it happened during the use of the catheter while attempting to implant the lead. The physician completed the procedure.